Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, images are provided for review. The investigation of the reported event is currently underway. Expiry date (08/2022). Device not returned.

Event description:
It was reported approximately one-month post port placement in t7 through right internal jugular vein, the intravenous infusion port line allegedly blocked. It was further reported that, the port detached and fell into the pulmonary artery. The intravenous foreign body was removed via vascular surgery, and the current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. The investigation is inconclusive for the reported obstruction of flow, disconnection, migration and loose or intermittent connection issues, as the provided image shows a poor quality chest x-ray. No port or catheter visualized in the image provided. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022), g3, h6 (device, method). H11: h6(result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately one-month post port placement in t7 through right internal jugular vein, the intravenous infusion port line allegedly blocked. It was further reported that, the port detached and fell into the pulmonary artery. The intravenous foreign body was removed via vascular surgery, and the current status of the patient is unknown.

Event description:
It was reported approximately one-month post port placement in t7 through right internal jugular vein, the intravenous infusion port line allegedly blocked. It was further reported that, the port detached and fell into the pulmonary artery. The intravenous foreign body was removed via vascular surgery, and the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. The investigation is inconclusive for the reported obstruction of flow, disconnection, migration and loose or intermittent connection issues, as the provided image shows a poor quality chest x-ray. No port or catheter visualized in the image provided. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in d2 and g4. H10: d4 (expiry date: 08/2022), g3. H11: h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.